Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip and cracked battery tube window. Also, the insulin pump was unable to prime due to a loose motor support disk.

Event description:
The insulin pump was returned the medtronic with no complaint.